Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation) and h11 (provide narrative/data). This is one of three manufacturer reports being submitted for this case. Please see manufacturer report numbers 2015691-2024-07958 and 2015691-2024-07959 for details of the other events. The device was returned to edwards lifesciences and is currently being investigated. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: h6 (device code) and h11 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Evaluation of the returned esheath+ device revealed there was a kink about 4 inches from the distal end of the strain relief. The liner was torn approximately half an inch in length from the distal tip. There was also damage observed at the sheath tip. Subsequently, the sheath tip was further examined, and a distal tip split was noticed. The investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, there was difficulty advancing the 14fr esheath+. A 16fr dilator was used. The right iliac was ballooned with a 7 mm balloon followed by an 8 mm balloon. The esheath+ tip was then advanced to the iliac bifurcation and just into the aorta. In the process of advancing the delivery system with valve through the 14fr esheath+ under great resistance, the iliac perforated and the patient passed away. It was noted prior to the case that access had been discussed. It was indicated that the right iliac does not appear to be an option due to the heavily calcified area in the common iliac artery. The left iliac was possible, but it was suggested that a cutdown be perform for controlled access and closure due to the calcification and possible shockwave of the external iliac. It was also indicated that the left carotid was good for alternative access and the right subclavian may be difficult based on the acute bend in the artery. Subsequently, an intervention was performed to the iliac arteries prior to the case. The intervention performed was extensive ballooning and shockwave to the right iliac along with placement of a stent in the left iliac. Additional information was provided by the fcs. Per the fcs, the valve became lodged in the esheath+ and was not able to advance. An attempt was made to pull the valve out, but it was pulled too hard that the esheath+ came out. The valve was partially deployed in order to remove the delivery system nosecone. During the attempt to remove the delivery system, it was noted that the balloon had separated from the shaft slightly after it was partially inflated to get the nosecone through the valve. Resistance was felt in the esheath+ at the common iliac artery. The esheath+ appeared very kinked past the non-expandable portion. After the esheath+ was removed, the valve was evaluated, and it appeared to have a bent strut at the outflow of the valve frame. An attempt was made to repair the lacerated iliac artery by performing an occlusion of the aorta with a balloon and placing covered stents, crossing over the bifurcation of the right iliac bifurcation. However, it appeared the dissection had carried into the descending aorta. It was noted that the cause of the dissection was not due to the valve being outside of the esheath+ but was due to pushing too hard that the delivery system and esheath+ bent and appeared to lacerate the iliac artery.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned device revealed there was a kink approximately 4 inches from the distal end of the strain relief. There was liner bunching at the kink location. The liner was fully expanded, and the tip opened as designed. The liner was torn approximately 0.5 inches in length from the distal tip. The distal tip was split. There were also scratches along the sheath shaft. There was imagery provided for evaluation. A review of the provided imagery revealed undersized vessels. There was also calcification and tortuosity present in the patient's access vessel. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ device usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the inability to advance the delivery system with valve through the esheath+, the esheath+ kink, the esheath+ liner tear, and the esheath+ distal tip split that resulted in a vascular injury requiring surgical intervention which subsequently resulted in the patient's death were confirmed based on the evaluation of the returned device. In regard to the inability to advance the delivery system with valve through the esheath+, the esheath+ kink, and the esheath+ liner tear, there is an existing technical summary written by edwards lifesciences that captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and there were three that were determined to be applicable. The first root cause is a tortuous patient anatomy. A tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per imagery review, tortuosity was present in the patient's access vessel. The second root cause is calcification. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per imagery review, calcification was present in the patient's access vessel. The third root cause is undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis). Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Per imagery review, undersized vessels were present in the patient's access vessel. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath high-density polyethylene (hdpe), liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. In this case, the available information suggests that patient factors (calcification, tortuosity, and undersized vessels) may have contributed to the resistance while patient factors (calcification, tortuosity, and undersized vessels) and/or procedural factors (device manipulation) may have contributed to the sheath kink and liner tear. In regard to the esheath+ distal tip split, there was no manufacturing nonconformance identified during evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per device evaluation, the distal tip of the esheath+ was split. Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification." Calcification can create added friction on the outer shaft, requiring a high push force to insert and navigate. Additionally, sharp calcified nodules could create small tears or weaken the sheath as it is inserted. As the operator encounters difficulty, they may use excessive manipulation which can exasperate the damage and lead to the reported distal tip split. In this case, the available information suggests that patient factors (calcification) and/or procedural factors (device manipulation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative actions are required.